Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the ultrasound probe (acoustic lens) peeling was due to a physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera ultrasound gastrovideoscope had a poor ultrasound image and a deep probe ¿kiss.¿ the reported issue was discovered during a maintenance inspection. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the ultrasound probe (acoustic lens) was peeling which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the displayed ultrasound image was defective due to peeling of the acoustic lens. This peeling was due to physical stress or due to application of chemical stress during the cleaning sterilization and disinfection (cds) process. Upon further inspection, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that the adhesive of the bending section cover was detached and had a chip due to chemical or physical stress. It was observed that the up and down knob could not be locked securely due to wear of the lock engagement lever. It was also observed that the paint on the air/water cylinder was peeled due to handling. Lastly, it was observed that the protector of the universal cord on the scope connector side and the connecting tube had a scratch due to physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.